Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. It was reported that the patient returned for follow up, and a proximal type I endoleak was identified. Two days later the physician elected to implant an endurant aortic cuff and heli-fx aptus endoanchors and the proximal type I endoleak was resolved. Per the physician, the cause of the proximal type I endoleak is related to disease progression in the aortic neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.